Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 bursts of inappropriate anti-tachycardia pacing (atp) and 13 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) within three different episodes, with two of them leading to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.